Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit and electrically erasable programmable read only memory software were replaced, resolving the complaint. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and it would not start. There was no report of patient involvement.